Manufacturer narrative:
Concomitant medical products: product ID: 9733763, software version: 2.2.7. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, the system became unresponsive. The issue was resolved with a hard reboot and the surgeon was able to continue with the procedure using the navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of three minutes due to this issue.

Manufacturer narrative:
Software 9735585 stealthstation cranial, version 3.1.1. A software investigation was initiated for this event. After reviewing the software logs it was determined that this event is consistent with a known software issue. If information is provided in the future, a supplemental report will be issued.